Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the side of a 250ml eva bag leaked during filling with 40ml of paclitaxel. The reporter stated that it appeared that the bag was not ¿welded properly¿. There was no patient involvement. No additional information is available.